Event description:
Caller reported an error with their continuous glucose monitor. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by resetting the pump, guided by technical support, and successfully started the sensor session with no further errors.